Event description:
It was reported that the customer had an irritation when he removed the site. Customer stated that the site does not show signs of infection. Customer's blood glucose level was 500 mg/dl at the time of the incident. Customer treated with a syringe injection and then changed the set. Customer could not fill the vial with the air from the reservoir. Customer stated that the reservoir leaked at the transfer guard during filling. Customer also stated that the insulin leaked at the reservoir snap cap. No delivery alarm was resolved by a complete set change. Customer will return the infusion set and reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-45392.